Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons are sticking which is causing a delayed response. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2016 with the following findings: during investigation, the keypad was found to be intact; no damaged was observed. The down arrow keypad button and contrast button were found to be unresponsive to button presses. The keypad was removed and contamination was found under the button contacts. Unrelated to the complaint, investigation revealed that the display was dim, with discolored text. Also unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.